Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by the MFR. No medwatch form was received from the initial reporter or product user. Device label code: 1738. The iab was received intact for evaluation with the entire length of inner lumen with the membrane noted to be severely kinked and elongated. The membrane at the proximal taper was observe to be stretched. The sheath was noted to be kinked along its entire length. Underwater leak testing revealed no leaks in the device. No blood was noted within the membrane. It was not possible to pump the iab on the laboratory system 90 due to the condition of the balloon membrane. It was reported that difficulty was encountered removing the device from the patient yet no blood or leak was found in the iab to account for this encountered problem. The condition of the returned iab (stretched membrane, elongated and kinked inner lumen, severely kinked sheath) is consistent with that of an iab in which difficulty was encountered during removal along with the associated patient injury. Although conjectural, it is possible that the patient's anatomy contributed to the reported difficulty or that the membrane became "bunched" against the sheath when the attempt was made to remove the device from the patient's artery. This membrane "bunching" could have contributed to the reported problem.

Event description:
The doctor had difficulty inserting the iab into the pt on 8/21/96. After the iab was inserted, there were no further problems and no blood was noted anywhere. When the iab was removed on 8/22/96, the pt's artery got torn and the pt needed surgery to have the artery repaired. The contact at the facility stated that "it looked like the tip of the iab recoiled."